Event description:
Shunqiang chen, jinchao xia, shuxin xiao, tianxiao li, and ziliang wang; journal of medicine; 2024; 103:7; effects and safety of endovascular recanalization for non-acute symptomatic intracranial vertebral artery occlusion with different risks; dx.doi.org/10.1097/md.0000000000036813 literature was reviewed regarding: "effects and safety of endovascular recanalization for non-acute symptomatic intracranial vertebral artery occlusion with different risks." The time frame of this study was: from january 2019 to december 2021. Multiple manufacturer¿s devices were used in the study population. The following medtronic neurovascualr devices were used: echelon-10 microcatheter. Deaths occurred in the study population. The causes of death were: within 30 days: 5 deaths without specific causes detailed. Beyond 30 days: 2 deaths due to either cerebral hemorrhage or ischemic stroke. Among patient adverse events included: perioperative complication rate: overall: 10.9% (10/92). Specific complications: hemorrhagic complications: incidence: 3. Example: 1 patient had hyperperfusion cerebral hemorrhage after successful perioperative recanalization. Ischemic complications: incidence: 7. Examples: new neurologic symptom (tia attack) in 1 patient which resolved after treatment. Cerebral infarction in 2 patients due to embolism during surgery. Failure cases: ischemic stroke (nihss score = 4) in 4 patients. Postoperative intracranial hemorrhage in 2 patients. No further information was provided pertaining to medtronic neurovascular products.

Manufacturer narrative:
Shunqiang chen, jinchao xia, shuxin xiao, tianxiao li, and ziliang wang; journal of medicine; 2024; 103:7; effects and safety of endovascular recanalization for non-acute symptomatic intracranial vertebral artery occlusion with different risks; dx.doi.org/10.1097/md.0000000000036813 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.